Event description:
It was reported that a pt underwent an x-stop procedure. It was noted that the x-stop device was then removed; however, no additional info regarding this event was reported.

Manufacturer narrative:
Device not returned, follow-up with reporter.